Event description:
Reporter indicated high lead impedance readings were noted for a pt at a vns generator replacement surgery when the new generator was attached to the resident lead. The explanted generator was reportedly at end of service. Prior to the generator replacement surgery, the pt was experiencing increased seizures. The generator was replaced but the lead was not explanted at the surgeon's discretion. Lead revision surgery is planned but a surgery date has not been set. All attempts to the reporter regarding the increased seizures and high lead impedance have been unsuccessful to date. The explanted generator has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected.